Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's father that he is having concerns about the insulin pump working as designed. The customer's father stated the insulin pump is not suspending when the blood glucose is 70mg/dl. The customer is currently not wearing the sensor. The customer was having issues uploading, he will call back to troubleshoot for threshold suspend. Also, was unable to complete low blood glucose troubleshooting which was 31mg/dl on 02/01/2016. The customer's current blood glucose was 312mg/dl.